Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definite cause for the reported patient effect of tissue damage cannot be determined. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The second clip delivery system (cds0602-ntr lot 80504u130), was filed under MFR# 2024168-2018-05515.

Event description:
Subsequent to the initial medwatch report, the additional information was received: on 06/26/2018, the first mitraclip implanted was cds0602-ntr, lot # 80113u167. Following deployment, an anterior mitral leaflet tear was noted. As treatment, a second mitraclip cds0602-ntr, lot # 80504u130 was implanted. Following, posterior mitral leaflet tissue damage was also noted with this clip. No further treatment was performed. Both clips are well attached to the leaflets. Mitral regurgitation was reduced from grade 4+ to grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as leaflet damage occurred. It was reported that on (B)(6) 2018, a mitraclip procedure was performed, treating degenerative mitral regurgitation (mr) grade 4. One mitraclip (cds0602-ntr 80113u167) was implanted without issue. Following, tissue damage was observed, reported as a leaflet piercing. The clip remained stable and well seated on the leaflets. Reportedly, there was no device issue. Another mitraclip was implanted as treatment. Post procedure, the mr had been reduced to grade 2. No additional information was provided regarding this issue.